Event description:
The manufacturer received information from a helper alleging that no airflow was provided due to a ventilator inoperative alarm that occurred on a trilogy evo device. The "helper confirmed that an ambulance had arrived and the patient was transferred to the hospital." The medical institution called a sales representative to inform them "that the patient's condition stabilized at the receiving hospital." There was no information available for the type of medical attention that was performed for the patient. The trilogy evo was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, machine flow drift high (e-0155), was observed in the device's error log. The manufacturer's service technician further evaluated and determined a fluctuation of the machine flow sensor for this device. In conclusion, the device's machine flow sensor was proactively replaced to address the issue.